Manufacturer narrative:
Correction field d2b: product code. The completed product investigation provided analysis of the returned product is not able to provide relevant information for the infection allegation; however, infection is a known medical risk associated with the implantation of a device under the skin. As a result evaluation conclusion code "known inherent risk of device" was added.

Event description:
It was reported that the insertable cardiac monitor (icm) implant site was not healing well. The healthcare professional (hcp) was wondering if there was nickel in the loop recorder. Technical services (ts) confirmed there is not any nickel on the device. The hcp was concerned the device was potentially not inserted far enough. The patient reported that the skin at the implant site would "just not heal" and it "never closed". The patient wanted the physician to look at it sooner, but was unable to schedule a visit. The device remains in service. No additional adverse patient effects were reported. Additional information provided that the device was explanted. The insertion site was found to have healed improperly and a bacterial infection may have caused it to remain open. No new device was implanted. No adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) implant site was not healing well. The healthcare professional (hcp) was wondering if there was nickel in the loop recorder. Technical services (ts) confirmed there is not any nickel on the device. The hcp was concerned the device was potentially not inserted far enough. The patient reported that the skin at the implant site would "just not heal" and it "never closed". The patient wanted the physician to look at it sooner, but was unable to schedule a visit. The device remains in service. No additional adverse patient effects were reported. Additional information provided that the device was explanted. The insertion site was found to have healed improperly and a bacterial infection may have caused it to remain open. No new device was implanted. No adverse patient effects were reported. The complaint device was not returned to bsc, product analysis could not be performed. Analysis of available information did not identify a specific complaint cause. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.